Event description:
It was reported that during lead revision procedure, the pulse generator exhibited backup vvi operation. After reloading device code, normal function resumed. There were no adverse consequences to the patient.